Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the cuff pressure was higher than the setting during patient use. With a 30hpa device setting a cuff pressure of 40-50hpa was reached. This phenomenon was reproducible. This occurrence was noticed during patient ventilation. The event log file is provided to hamilton medical ag. The intellicuff device did not trigger any alarms or display any error codes. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is need for any medical intervention reported. The intellicuff device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the cuff pressure was higher than the setting during patient use. With a 30hpa device setting a cuff pressure of 40-50hpa was reached. This phenomenon was reproducible. - this occurrence was noticed during patient ventilation. - the event log file is provided to hamilton medical ag. - the intellicuff device did not trigger any alarms or display any error codes. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is need for any medical intervention reported. The intellicuff device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.